Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-3354-25, serial #: (B)(4), description: w4 splitter 2x4-25 cm. Model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to lack of pain relief. No device malfunction was suspected.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model #: sc-3354-25, serial #: (B)(4), description: w4 splitter 2x4-25 cm; model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm; model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.